Manufacturer narrative:
The pump passed the active current test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. No pump error 25 was noted during testing. Successfully downloaded pump history files and traces using thus software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on the j6 connector. Pump alarmed pump error 25 alarms in the pump history files and traces on the event date of 09-nov-2024 at 17:00:00.000, 17:06:00.000, and 21:00:00.000. Pump was cut open to perform visual inspection and found on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Pump error 25 was confirmed in the pump history files and traces due to moisture damage on the j6 connector. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25(this alarm is generated when a power system error (backup battery fails) is detected and this error does not prevent the pump from running) and time clock anomaly. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and the customer was not able to clear the alarm and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1715kl was requested and the customer response was the device will be returned.